Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cardiopulmonary bypass (cpb), the roller pump was no longer working and stopped functioning during a case. However, it has no function on the case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this roller pump was not actually in use during this procedure, but was available as a back-up or as an additional vent if needed. The pump was not needed during this procedure. During cpb, the perfusionist noticed there was a red-x over the pump icon (for this pump) on the ccm. As the pump was not being used, no trubleshooting was done during cpb. After the procedure was completed, the perfusionist re-booted the entire system-1 and a ? Mark appeared on the ccm (on this pump location) and the local display was dark. This scenario (reboot) was attempted again and the ? Mark again was displayed and the display was dark. Field service representative (fsr) was notified and the pump was repaired on site. A bad display board was found and this affected the pump pod board which resulted in the pump not being able to be powered on. When the display board was replaced, the pump pod board and roller pump was functional. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, it was observed that the customer display assembly has missing graphics. Replacement of customer graphics diver board with lab use only graphics diver board restored functionality of display assembly determining customer graphics driver defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The data logs were returned to the manufacturer on 01-feb-2017. The field service representative (fsr) verified that the roller pump display had a blank screen and was showing a question mark icon on the central control monitor (ccm). The fsr replaced the assembly small display of the roller pump. The device is ready for clinical use.